Manufacturer narrative:
G4: 02jun2020. B4: 03jun2020. The touchscreen assembly was returned to the manufacturer's failure investigation laboratory for evaluation. Visual inspection of the touchscreen assembly revealed no signs of physical damage and contamination. The touchscreen assembly was installed into the fi test ventilator to verify and test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned touchscreen assembly failed calibration testing. The ul_lr and ur_ll pins were found to be outside of resistance measurement specifications. The ul_lr and ur_ll pin resistance measurements were found to be outside of specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21nov2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the touch screen assembly to address and correct the customer's reported event. The gas delivery system was replaced to correct the event noted by the field service engineer.

Event description:
The customer reported a ventilator with a touch screen failure. During repair and testing, the manufacturer's field service engineer noted that the oxygen concentration was out of specifications. No patient involvement / harm.